Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The customer blood glucose level was unknown. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose by bolusing through insulin pump. Based on customer report customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump passed high pressure test. The infusion set cannula was bent. The customer declined further troubleshooting for bent cannula. The insulin pump will not be returned for analysis.